Manufacturer narrative:
Investigation summary: customer reported blood under the sensor and a false positive result. Neither photos nor returned good samples were received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Blood background was performed with satisfactory results for the false positive results. Complaint is unconfirmed based on retention samples and batch history record review results. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported that the bd bactec¿ plus anaerobic/f culture vials (plastic) produced 5 false positive results after blood flowed into the sensors at the bottom due to sensor adhesion failure. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) : "this is a report about false positives. According to the customer's report, blood flowed into the sensors at the bottom of the bottles due to sensor adhesion failure, which caused false positives. The customer is wondering if there were cracks in the sensors from the beginning."